Manufacturer narrative:
Concomitant medical products: d314trg crt-d, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The left ventricular (lv) lead exhibited an impedance warning. The ra and lv leads remain in use. No patient complications have been reported as a result of this event.